Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump some buttons not react. The customer's blood glucose value was unknown. Customer stated that insulin pump had no delivery alert and random error messages. Customer stated insulin pump had backlight dimmer anomaly. The insulin pump will not be returned for analysis.